Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Review of the provided image cannot verify the reported complaint of error c-38. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-38 occurred multiple times when an external cautery instrument was activated with ¿cut¿ function. The tse advised the customer to power cycle the iesu and to connect the power cord directly to the power outlet. The procedure was completing as planned with no reported injury. Isi followed up with the medical engineer and obtained the following additional information: the issue was not resolved after power cycling the iesu and connecting to the power outlet directly. Due to continuous error, an external electric scalpel was connected to the vision side cart (vsc) for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The integrated electrosurgical unit (iesu) was tested using the system. The unit energized and cauterized, and all ports recognized instruments. The iesu will be returned to the original equipment manufacturer. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-38.